Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital via ambulance for low blood glucose (bg) levels and was unconscious when taken but was released within 4 hours. Patient says emt tested the patient, patient did not test self, spouse tried to wake the patient up but was unresponsive and patient stated might have taken too much insulin that night. The patient did an extended bolus and think that may have been too much. Patient¿s blood glucose reached 20 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). The patient's treatment included intravenous with sugar water. The pod was discarded so device is not available for return.